Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "leak through valve when pressure applied to implant." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed opening on the device. ¿ valve leak and/or damage: no observed. As per the investigation procedure, crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "leak through valve when pressure applied to implant." Device has been explanted and replaced.